Event description:
Event verbatim [preferred term] blisters (blisters on the back of my neck and right underneath the hairline all the way across my head) and burn [blister], blisters (blisters on the back of my neck and right underneath the hairline all the way across my head) and burn [thermal burn], left it (heatwrap) on all night long with my CPAP strap wrapped over the top of it constantly [intentional device misuse], left it (heatwrap) on all night long with my CPAP strap wrapped over the top of it constantly [device use error]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) caucasian female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number l001100, expiration date may2019, via an unspecified route of administration from an unspecified date for neck pain, the patient reported "because I have flip thrash in my neck, I hit my head on the concrete and it tilted my head backward and it hurt very much, my neck muscles were swollen and torned". Medical history included ongoing blood pressure high, blood cholesterol abnormal from an unknown date and unknown if ongoing, acid reflux from an unknown date and unknown if ongoing, incontinence from an unknown date and unknown if ongoing. Concomitant medication included hydralazine tablet at 50mg oral ongoing for blood pressure high, lisinopril at 10mg ongoing for blood pressure high, atorvastatin ongoing for lower blood cholesterol, allopurinol at 100mg ongoing, pantoprazole ongoing for acid reflux, duloxetine hydrochloride (cymbalta) ongoing and mentioned "that's antidepressant or antianxiety", bupropion hydrochloride (wellbutrin) at 150mg ongoing for antidepressant and mirabegron (myrbetriq) at 50mg ongoing for incontinence. Consumer mentioned "I have used your one of the thermal heat therapy package, the heatwraps and I used it for a couple hours before I went to bed and I also left it on all night long with my CPAP strap wrapped over the top of it constantly ((B)(6) 2017), I have blisters and burn. I used the heatwrap and I had it on for a couple hours before I went to bed and I went to bed with it on also, then read the directions but then I have wear a CPAP, a bipap mask for sleep apnea and that strap that holds it on my head was right over the heatwrap and when I took it off this morning ((B)(6) 2017) I have blisters right under my hairline all the way across my head and I am just wondering what I can put on it. I know it says, I read the directions on it and it said not to put any ointment or lotions or medicated cream on it, can you tell me what I should use or what I should do?" Consumer mentioned "blisters on the back of my neck and right underneath the hairline". Consumer started using thermacare heatwraps several weeks ago when she fell. Consumer hadn't taken any treatment for the burn and blisters and added "that's why I am telling you to see (interruption by call handler). Consumer had not undergone to any lab work in response to those blisters. The consumer classified her skin tone as medium. The consumer did not have any abnormal skin conditions. Consumer mentioned "previously used heating pad but I didn't use it on my neck" and later on mentioned "I have used the chill bag, an ice pack that I have for my physical therapy" and did not experienced a problem/symptom with one of these products. Events outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event "and I used it for a couple hours before I went to bed and I also left it on all night long with my CPAP strap wrapped over the top of it constantly, I have blisters and burn" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. Comment: based on the information provided, the event "and I used it for a couple hours before I went to bed and I also left it on all night long with my CPAP strap wrapped over the top of it constantly, I have blisters and burn" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device.

Manufacturer narrative:
An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage and investigation (citi) search was performed: scope: date contacted: 01mar2014 through 01mar2017 / manufacturing site: pfizer (site name)/complaint class: external cause investigation/complaint sub class: adverse event safety request for investigation. The citi search returned a total 75 complaint for the neck/shoulder/wrist (nsw) 8hr products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. A visual examination was performed to identify a potential trend. A trend was not identified. In order to determine if a trend exist, a citi search was conducted for the subclass adverse event safety request for investigation for nsw 8hr products. The subclass shows a seasonality increase in complaints for (B)(6) 2016 and (B)(6) 2017. The subclass shows an increase of complaints in (B)(6) 2016, this is attributed to a change in safety¿s procedure that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline and an overall increase of subsequent complaints received at the site. The data did not show an increase over time (36 months). There is not a trend identified for the subclass nsw 8 hr. Products. There is no further action required. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device-specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or return sample, a manufacturing and technical assessment are not possible to complete for the wrap involved in this case. There is not a product quality-related trend identified for the subclass adverse event safety request for an investigation. The manufacturing operations employ quality control procedures, which include in-process testing and visual inspection, to ensure the quality of the product. Reasonably suggest device malfunction: no. Severity of harm: na. Site sample status was not received.

Event description:
Event verbatim [preferred term] blisters (blisters on the back of my neck and right underneath the hairline all the way across my head) and burn [blister], blisters (blisters on the back of my neck and right underneath the hairline all the way across my head) and burn [thermal burn], left it (heatwrap) on all night long with my CPAP strap wrapped over the top of it constantly [intentional device misuse], left it (heatwrap) on all night long with my CPAP strap wrapped over the top of it constantly [wrong technique in device usage process], , narrative: this is a spontaneous report from a contactable consumer. A 76-years-old caucasian female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number l001100, expiration date may2019, via an unspecified route of administration from an unspecified date for neck pain, the patient reported "because I have flip thrash in my neck, I hit my head on the concrete and it tilted my head backward and it hurt very much, my neck muscles were swollen and torned". Medical history included ongoing blood pressure high, blood cholesterol abnormal from an unknown date and unknown if ongoing, acid reflux from an unknown date and unknown if ongoing, incontinence from an unknown date and unknown if ongoing. Concomitant medication included hydralazine tablet at 50mg oral ongoing for blood pressure high, lisinopril at 10mg ongoing for blood pressure high, atorvastatin ongoing for lower blood cholesterol, allopurinol at 100mg ongoing, pantoprazole ongoing for acid reflux, duloxetine hydrochloride (cymbalta) ongoing and mentioned "that's antidepressant or antianxiety", bupropion hydrochloride (wellbutrin) at 150mg ongoing for antidepressant and mirabegron (myrbetriq) at 50mg ongoing for incontinence. Consumer mentioned "I have used your one of the thermal heat therapy package, the heatwraps and I used it for a couple hours before I went to bed and I also left it on all night long with my CPAP strap wrapped over the top of it constantly ((B)(6) 2017), I have blisters and burn. I used the heatwrap and I had it on for a couple hours before I went to bed and I went to bed with it on also, then read the directions but then I have wear a CPAP, a bipap mask for sleep apnea and that strap that holds it on my head was right over the heatwrap and when I took it off this morning ((B)(6) 2017) I have blisters right under my hairline all the way across my head and I am just wondering what I can put on it. I know it says, I read the directions on it and it said not to put any ointment or lotions or medicated cream on it, can you tell me what I should use or what I should do?" Consumer mentioned "blisters on the back of my neck and right underneath the hairline". Consumer started using thermacare heatwraps several weeks ago when she fell. Consumer hadn't taken any treatment for the burn and blisters and added "that's why I am telling you to see (interruption by call handler). Consumer had not undergone to any lab work in response to those blisters. The consumer classified her skin tone as medium. The consumer did not have any abnormal skin conditions. Consumer mentioned "previously used heating pad but I didn't use it on my neck" and later on mentioned "I have used the chill bag, an ice pack that I have for my physical therapy" and did not experienced a problem/symptom with one of these products. Events outcome was unknown. Product investigation results were as follows: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage and investigation (citi) search was performed: scope: date contacted: 01mar2014 through 01mar2017 / manufacturing site: pfizer (site name)/complaint class: external cause investigation/complaint sub class: adverse event safety request for investigation. The citi search returned a total 75 complaint for the neck/shoulder/wrist (nsw) 8hr products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. A visual examination was performed to identify a potential trend. A trend was not identified. In order to determine if a trend exist, a citi search was conducted for the subclass adverse event safety request for investigation for nsw 8hr products. The subclass shows a seasonality increase in complaints for (B)(6) 2016 and (B)(6) 2017. The subclass shows an increase of complaints in (B)(6) 2016, this is attributed to a change in safety's procedure that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline and an overall increase of subsequent complaints received at the site. The data did not show an increase over time (36 months). There is not a trend identified for the subclass nsw 8 hr. Products. There is no further action required. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device-specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or return sample, a manufacturing and technical assessment are not possible to complete for the wrap involved in this case. There is not a product quality-related trend identified for the subclass adverse event safety request for an investigation. The manufacturing operations employ quality control procedures, which include in-process testing and visual inspection, to ensure the quality of the product. Reasonably suggest device malfunction: no. Severity of harm: na. Site sample status was not received. Follow-up (27-apr-2017): follow-up attempts are completed. No further information is expected. Follow-up (15jun2020): new information received from a product quality complaint group includes product investigation results. Follow-up attempts are completed. No further information is expected. Comment: based on the information provided, the event "and I used it for a couple hours before I went to bed and I also left it on all night long with my CPAP strap wrapped over the top of it constantly, I have blisters and burn" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device.